Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps's jaws could not open and close properly. The procedure outcome was unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, the site did not provide any information. On 04/14/2025, intuitive surgical, inc. (Isi) received user facility report: (B)(4) stating: da vinci fenestrated bipolar forceps part number: 471205, the forceps's jaws was not opening/closing properly.

Manufacturer narrative:
Please refer to field h10 for corrected information.

Event description:
Refer to h11 for follow-up information.